Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A manufacturing related potential cause was not suspected, per procedure no manufacturing record evaluation is required. It was reported that during evaluation at service and repair, the device 03.807.358, xrl large torque limiting handle had failed in calibration. The repair technician reported that the device failed low for torque test during evaluation. The device minimum peak was lower than the accepted torque range. Torque test low is the reason for repair. The cause of the issue is torque test failed low. The item will be forwarded to customer quality. The evaluation was confirmed. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Initial reporter occupation: reporter is a j&j employee. Device evaluated by MFR: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during evaluation at service and repair, it was found out that xrl large torque limiting handle had failed in calibration. There was no patient involvement. This report involves one xrl large torque limiting handle. This is report 1 of 1 for (B)(4).